Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range right ventricular (rv) lead pacing impedances. An x-ray was obtained to assess device/lead connections and for lead fracture; the results were unremarkable. Attempts to induce noise was unsuccessful with pocket manipulation and arm movements. As of today no surgical intervention has been performed. No adverse patient effects were reported.